Event description:
It was reported by the rep that the device was used during a right thyroid lobectomy. It was reported according to the o.r. Staff the clips were crossing and twisting when applied. The surgeon sutured to secure the vessels. There was no consequence to the pt.